Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 330-400 mg/dl. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.